Event description:
It was reported that the pt had a previous PICC which was removed 3 days earlier due to persistent serous ooze from site. Pt very edematous. Once the PICC inserted, pt felt sudden hot sensation on neck and face. Lasted only a few seconds, cool cloths applied and pt also felt nauseated. No shortness of breath reported. Vital signs were stable.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reud0836 showed no other similar product complaint(s) from this is lot number.